Event description:
During medex' in-house testing, the unit failed to alert load syringe plunger.

Manufacturer narrative:
During in-house testing, the unit failed to alert load syringe plunger with the plunger not properly loaded due to a nonfunctional short flex circuit. There was contamination observed on the solder connection joints of both the short and long flex circuits. Medex was able to confirm the issue and determine a cause. Contamination observed at the solder connections could have contributed to the failure of the flex circuit. The unit will be repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.